Event description:
An impella cp device was inserted via the left femoral artery in a 53-year-old male patient presenting with ami/cgs, scai shock stage e. During the procedure, after the peel-away sheath was removed from the initial impella cp and a repositioning sheath was placed, a hematoma developed due to the 14 fr sheath access site being too large. A 16 fr sheath was subsequently placed, and a new impella cp device was inserted to continue support. The patient survived to explant. The reported hematoma requiring device replacement or revision is consistent with access-site complications and the anticoagulation/purge requirements associated with impella support, which may be influenced by patient-specific factors such as underlying hemodynamic instability, coagulopathy, or vascular anatomy.

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by abiomed inc or its employees that the report constitutes an admission that the product, abiomed inc, or its employees, caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.